Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), correct the brand name of the device (see section d1), update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1,e2,e3), update the manufacturer's contact information (see section g1), correct the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that prior to a heart study inside the electrophysiology lab; the patient was intubated using a transesophageal echocardiography (tee) transducer. During the study, the transducer displayed a usacquisitionhw _0 errors. The system was rebooted but it was unsuccessful. A different system was brought in to continue and complete the study. There was no patient injury reported. It was not necessary to repeat the study as no data was lost. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: there is no plan for return of the device by the customer. The most probable cause of the system error message was due to lens/tip damage on the device from customer use. As a correction, it was recommended that the customer be careful when handling the transducer.

Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while the z6ms was connected. The investigation is in process.